Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open and used units without pack. Analysis and results: there are no previous complaints of this code-batch nor units in stock in our warehouse. We have received two open and used samples without pack. Visual inspection of the returned staplers. Returned stapler 1: - 10 pieces of staples were still inside the cartridge of stapler and loaded correctly. - some blood was observed on the stapler and there were some cracks on the cartridge. Returned stapler 2: - 22 pieces of staples were still inside the cartridge of returned stapler. - some blood was observed on the stapler. - the latch of the cartridge was uncooked and the remaining staples inside the cartridge were not loaded correctly due to the unhooked latch. Reproducibility test - stapling release test of the returned staplers. Returned stapler 1: the remaining staples and also reloaded staples were released without any problem. The stapling function performed properly. Returned stapler 2: after the first staple from the remaining staples of the cartridge was released, the second staple was not loaded properly nor released due to the unhooked latch so that the test was discontinued. Disassembled components check. Check result of disassembled components of returned staplers, stapler 1 and 2: - many cracks were observed on the cartridge and dents on the staple release area of both cartridges, on right and left sides of both staplers. It is highly probable that the staplers had undergone some improper or re-sterilization. - both corners of anvil and left side of the groove of ram were deformed or dented. The anvil and ram from the returned stapler 2 were deformed and dented badly. - no problem was found with the components or measurement values of each component except the rams, because the measurements points or rams were deformed or dented. As the result of the investigation, no problem was found in the production record. Despite the existence of cracks on the cartridge, dented or deformed anvil and ram, there was no problem with the measured values of each component except the rams, because the measuring points on rams were deformed. No reproducibility was confirmed with the returned stapler 1 and, for the returned stapler 2, if reassembling the returned stapler 2 with a new anvil, all of the reloaded staples were released without any problem. It is highly probable that an unexpected overload of pressure was applied to the products during application and some of the components, such as anvil and ram, were deformed or dented causing the malfunctioning. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Cips are closing not completely. Manipler make some loud sounds during use.